Event description:
The manufacturer received information alleging device failed active exhalation test. There was no harm or injury reported. There was no reported patient involvement. Onsite service performed by manufacturer's field service engineer (fse) during which the three-way solenoid valve and the proportional valve were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported information alleging device failed active exhalation test. There was no harm or injury reported. There was no reported patient involvement. Onsite service performed by manufacturer's field service engineer (fse) during which the three-way solenoid valve and the proportional valve were replaced to address the issue. A trilogy evo proportional valve (pn 1127503) was returned to manufacturer's product investigation lab (pil) for investigation for allegedly failing the active exhalation control module verification test. Pil visually inspected the trilogy evo proportional valve for obvious defects and found none. Pil had no original device error log to review. Pil performed post test on the pil trilogy evo multifunction test station, and the device passed aecm verification testing. Pil concludes the component operates properly. A trilogy evo solenoid valve (pn 1127503) was returned to the manufacturer's product investigation lab (pil) for investigation for allegedly failing the active exhalation control module verification test. Pil visually inspected the trilogy evo solenoid valve for obvious defects and found the nipples broken off. Pil concludes that no further investigation is possible.